Event description:
It was reported that impedances were c/0-1446, c/1-1058, c/2-1803, c/4-1941 ohms. All other combinations were >2000 ohms. The stimulator appeared to be working appropriately. Add'l info has been requested, a f/u report will be sent if add'l info becomes available. See MFR. #3004209178-2010-08386 regarding the second device.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.